Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to MDR (B)(4) recieved via mail on 07/05/2016, "doctor had sewed in the valve [mitral valve replacement] and was unhappy with how the valve was seated in the space. He asked to rotate the device with the provided rotator and while doing this the valve fell into several pieces. All pices were removed and the valve was re pieced together on the sterile field to verify all pices had been removed from the patient."

Manufacturer narrative:
(B)(4) is being voided as it is a duplicate of previously investigated (B)(4) 25 and submitted via MDR 1649833-2016-70025. No further action required.

Event description:
According to MDR (B)(4) recieved via mail on 07/05/2016, "dr. Had sewed in the valve [mitral valve replacement] and was unhappy with how the valve was seated in the space. He asked to rotate the device with the provided rotator and while doing this the valve fell into several pieces. All pices were removed and the valve was re pieced together on the sterile field to verify all pices had been removed from the patient."